Event description:
Consumer initially reported complaint for error message (e-3). During the call, a back to back blood test was performed by the customer non-fasting and produced test result of hi and error message (e-2) using true metrix meter. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2024 and test strips were opened a few days prior to the call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation - customer had returned the incorrect meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.